Event description:
It was reported that when powered on, the ventilator's screen was green and would not complete power on. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone. The customer informed covidien/medtronic that software update was completed and the condition was resolved. Covidien/medtronic was not authorized to service the ventilator.